Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving two vibratory alerts. Upon interrogation, the right ventricular lead exhibited low out-of-range defibrillation impedance, loss of sensing, and loss of capture at maximum output. Tachycardia therapies were turned off and the patient was admitted to the hospital until revision procedure on (B)(6) 2019. During revision procedure, fluoroscopy revealed that the lead was dislodged and pulled back into the subclavian vein. The lead was removed, but due to the patient's history of venous occlusion, a new lead was unable to be placed. The patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.